Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Unknown device manufacturer. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.3, g.1, h.6.

Event description:
Patient reported right side rupture. Device has been explanted.